Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the rep was attempting to interrogate a new ins. The caller indicated that they were getting a system error with code 0x553a93bc and then they got an invalid data message with code 00 01 00 bb. During the call the caller attempted to reinterrogate the ins and got the start usage screen. The caller selected the start usage option and was able to connect to the ins. The caller programmed the ins, ended the session, and reinterrogate the ins without issue. The troubleshooting steps that were taken on the call resolved the issue.